Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if the issue reappears, and acknowledged this guidance.